Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the pt's esophagus but would not deploy from the delivery system. The plunger broke when the clinician rotated it to release the capsule. A hemostat was used to rotate the remaining piece of plunger which resulted in successful release of the capsule. It was required to give extra sedation during the procedure but the pt tolerated it well. No serious injury to the pt was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.